Event description:
It was reported the stylus was damaged, and the operator couldn't remove it from the programmer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis confirmed that the stylus was damaged. The stylus could not be removed from the programmer because there is a latch that secures it to the device.